Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions,component code), h11 , e1 ( event site email ). A getinge field service engineer (fse) spoke with biomed over the phone. The unit was not fully docked. Biomed properly docked the unit and verified that the unit was charging the batteries. The unit passed all functional and safety tests per manufacturer specifications.

Event description:
N/a

Manufacturer narrative:
Due to characterization limit e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic ballon pump(iabp) had battery issue. Batteries was not charging. There was no patient involved. No harm or injury to the patient was reported.